Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operative the the guide catheter was slit and the internal wire of the catheter wrapped around the his bundle lead and dislodged it from the patient, and also apparently damaged the lead. A proximal stiffness of the catheter was noted near the hub, where the wire/lead had an interaction and is suspected to have caused lead dislodgement, high his lead impedance and no capture. The lead was attempted/not used and was replaced. The catheter was replaced. It was reported that the second catheter exhibited a slitting issue, and part of wire of the catheter was stuck in the slitter. Slitting was completed with another product. It was noted that the second catheter was not bent bent, and wire used to flex the catheter was straight. No patient complications have been reported as a result of this event

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted the outer insulation was breached at 12 cm and the proximal conductors were kinked at 12 cm, extrinsic damage. Corrected h6: fdd code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.